Event description:
Clinical study. It was reported to the site 11 monhts after a coronary artery drug eluting stenting procedure that on an unk date the family informed them the pt had expired. The lesion being treated in the index procedure was 25mm long and was identified in the proximal left anterior descending artery with 70% stenosis and a 3.00mm reference vessel diameter. The dr treated the lesion with rotational atherectomy and direct stenting of a taxus express2 8.8% 3.0 x 32mm drug eluting stent in the target lesion. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. During a follow-up phone call with the pt's family member 3 months later, the site was informed that the pt was admitted to another hosp for "blood pressure, kidney failure and cancer." During a second phone call with the pt's family member 3 months later, the site was informed that the pt expired. The cause of death is unk. The son agreed to sign an authorization release form for the pt's records, but the site is still awaiting the form. No further info is available at this time. In the opinion of the dr the relationship of the target vessel to the pt's death is unk.